Event description:
Error displayed once plugged into electrical surgical unit machine "check instrument, mono 2 handswitch pressed, release switch, if issue persists, replace instrument" and handpiece non-operational. Another handpiece was used on secondary esu in room for case. This functioning handpiece was then tested on the first esu machine at end of case to confirm that it was a singular handpiece issue and worked as expected.